Event description:
The customer reported that while monitoring patients on a exhibit central station (xcs), the central restarted and lost its license there was no patient or user harm associated with this event.

Manufacturer narrative:
It was found the exhibit central station had lost its license due to an interrupted startup of the central station. The field service engineer (fse) reloaded the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.